Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was brought to the or for implantation of a new intrathecal ascenda catheter and synchromed ii drug pump. After several attempts to pass the catheter into the intrathecal space, the case was aborted as the catheter would not thread. It was noted the issue was not resolved.